Event description:
Same patient as (B)(6) # 2134265-2009-07114; 2134265-2009-07116; 2134265-2010-05192; and 2134265-2010-05193 same case as 2134265-2012-08000. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and required coronary artery bypass grafting (CABG). The index procedure treated the 60% stenosed, 3.5 x 40 mm de novo target lesion located in the proximal left anterior descending (lad) artery. The lesion was predilated with an unspecified 3.0 x 15 mm balloon. Two taxus liberte study stents sizes 3.00 x 20 mm and 3.50 x 20 mm were implanted. Post dilation was performed with the 3.0 x 20 mm stent delivery balloon resulting 0% residual stenosis. The patient was discharged on clopidogrel. In (B)(6) 2012, restenosis was discovered. The patient underwent CABG surgery. The patient was discharged. At the 3 year follow-up the patient had no any anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).